Event description:
It was reported that caller reported the patient (pt) lives in an assisted living and normally they get recharged every sunday but on saturday all of a sudden the patient started to have freezing, stiffness and their tremors started to act up. Caller said today the patient was hardly able to move and they just came over to see what was going on with the dbs, they brought the smart programmer and think it was off and they turned therapy back on the symptoms went away, the hand tremor was completely gone and caller asked why therapy would turn off like that. Reviewed some dbs recharging education and and best practice. Worked with caller to use the equipment and caller was successful to synch with the implant and check battery levels. Reviewed some equipment use information. Offered and emailed handbook. Redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided indicating that the patient representative reported that the cause of the prior instance of therapy being off was never identified and that it has not recurred. The caller stated that therapy was not on due to battery depletion and noted that the patient charges weekly, with mid-week battery checks showing levels no lower than 40%. The caller and patient plan to continue monitoring the battery percentage and will follow up with the managing healthcare provider if additional concerns arise.